Event description:
Had a horrible burning experience [burning sensation], applied to sciatica [device use issue]. Case narrative: this is a spontaneous report from pfizer sponsored program thermacare (B)(6) from a non-contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for sciatica. Medical history and concomitant medications were not reported. This same thing happened to the consumer last night ((B)(6) 2020). The consumer applied to sciatica and within 2 hours had a horrible burning experience. It felt like someone threw boiling water. Definitely not something that should be out in shelves. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "had a horrible burning experience" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "had a horrible burning experience" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] had a horrible burning experience [burning sensation] , applied to sciatica [device use issue]. Case narrative:this is a spontaneous report from pfizer sponsored program thermacare facebook page from a non-contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for sciatica. Medical history and concomitant medications were not reported. This same thing happened to the consumer last night (B)(6) 2020). The consumer applied to sciatica and within 2 hours had a horrible burning experience. It felt like someone threw boiling water. Definitely not something that should be out in shelves. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to the product quality complaint group: reasonably suggest device malfunction: yes. Severity of harm was s3. Site sample status was not received. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (07mar2020): new information received from the product quality complaint group included investigational results. No follow up attempts are possible. No further information is expected., comment: based on the information provided, the event of "had a horrible burning experience" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.